Event description:
Initial reporter indicated that they were not able to get their wand to communicate. Reported the following error message "error establishing communication" they additionally reported "the data received light doesn't even light up." The site stated that "they first thought it was the battery so they changed new batteries and it would still not work." A device malfunction is suspected against the programming wand. Good faith attempts have been made to have the wand returned to the manufacture for analysis.

Manufacturer narrative:
Device malfunction suspected, but did not cause or contribute to a death or serious injury.